Event description:
The physician reported a hakim valve (ID 823100) was implanted due to unknown reason on unknown date via ventriculoperitoneal (v-p) shunt with unknown setting. No clinical effect was observed even though the pressure setting was changed to lower pressure. The chamber returned to its original state when pumped. Therefore, the valve was removed and replaced on (B)(6) 2024.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot 6837791, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected, cut marks was noted on the needle chamber. The valve was hydrated. The catheters were irrigated, and no occlusions noted. The valve passed the test for occlusion and reflux. The valve failed the test for programming, the cam mechanism wiggled. The valve was leaked tested, no other leak than the cut marks on the needle chamber. The pressure test could not be performed because the device is not programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification, biological debris was found on the base plate, motor and on the seat of the ruby ball. A visual check of the magnetization motors was carried out and the valve passed the test. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve. The root cause for the ¿cut marks¿ due a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in instruction for use (IFU), silicone has a low cut/tear resistance.